Event description:
It was reported that during a stenting treatment procedure, a stent shortening occurred. The 60% stenosed lesion was located in the non tortuous and non calcified right external iliac artery. The epic vascular 9x61mm stent was advanced to the lesion and implanted. It was noted that the stent was only 4cm long. The proximal end of the stent was post dilated but there was no influence on the stent. The remaining 2cm of the lesion was covered with "patchplastic (a dacron patch)." The procedure was completed. No patient complications were reported. The patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, a stent shortening occurred. The 60% stenosed lesion was located in the non tortuous and non calcified right external iliac artery. The epic vascular 9x61mm stent was advanced to the lesion and implanted. It was noted that the stent was only 4cm long. The proximal end of the stent was post dilated but there was no influence on the stent. The remaining 2cm of the lesion was covered with "patchplastic (a dacron patch)." The procedure was completed. No patient complications were reported. The patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: the delivery system was returned without the stent. The area in which the stent is housed inside the delivery system (between tip and bumper) was measured and within specification. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).